Manufacturer narrative:
The subject product was returned to omsc for investigation. The investigation confirmed that the cutting wire was broken. The coating of the broken section was torn. The broken section was melted and burned. As a measurement result of the outer diameter of the knife wire and the length of the coating, there was no abnormality. The device history record for the lot indicated no anomaly with the event-related items below. Knife wire length. Pfa position. Appearance of pfa coating part. Operation of the knife wire. Since the device was activated with the wire coating torn, it is presumed that the knife wire was exposed from the torn wire coating and the duodenum fold was incised. This type of damage is most likely related to the operator's technique. As the results of the investigation, omsc assumes that the damage of the coating and cutting wire occurred due to contacting with the metal part of the forceps elevator of the endoscope. The exposed cutting wire from the damaged coating contacted or came close to the metal part of the forceps elevator while activating the output, which caused spark and a part of the cutting wire became extremely hot, resulting in breakage. The device instruction manual has warned the users. Since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury,such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result.

Event description:
Olympus medical systems corp (omsc) was informed that a sagging duodenal fold was unexpectedly incised when the insulation part of knife wire of the device was contact with it. The user continued the procedure without additional treatment. After that the knife wire broke. The procedure was completed with a spare device of the same model.